Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys cmv igg assay and elecsys toxo igg immunoassay results for one patient sample on a cobas 8000 e 602 module (e602), serial number (B)(4). This medwatch is for the toxo igg results. Refer to medwatch with a1 patient identifier pt-15499 for the cmv igg results. All results were released to the physician. The cmv igg result from the e602 was >500 u/ml (reactive). The sample was tested using a diasorin reagent with a result of <5.00 u/ml (non-reactive). The toxo igg result from the e602 was >650 iu/ml (reactive). The sample was tested using a diasorin reagent with a result of <3.00 iu/ml (non-reactive). There was no allegation that an adverse event occurred. Samples were requested for further investigation; however, the customer preferred to send the samples to a reference laboratory for additional testing.

Manufacturer narrative:
The customer sent five samples to a reference laboratory for testing. All were negative for toxo igg. Calibration and quality controls were acceptable. No samples were received for investigation for toxo igg. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.